Event description:
It was reported that percutaneous coronary intervention procedure, stent damage occurred. The 75% stenosed target lesion was located in a moderately tortuous mid right coronary artery. The 4.0x16mm liberte bare stent could not cross the target lesion. The liberte bare stent was removed from the patient and stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).